Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service. Patient information is currently unavailable. The date of device manufacture is unavailable at this time.

Event description:
The hospital reported the unit alarmed and the flow sensor diaphragm was stuck to the top of the housing. There was no report of patient injury.